Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-01242. It was reported patient feels no therapy in targeted area of the lower back. It has not been determined when therapy became ineffective. Due to ineffective stimulation, future surgery is pending.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-01242. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017, where the leads were repositioned. The patient is now receiving effective stimulation coverage.